Event description:
Reportedly, during the installation of the subject home monitor, the pairing with the ICD failed despite being connected with several different cables. The status led remained orange, and the home monitor could not be activated. The unit was returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the installation of the subject home monitor, the pairing with the ICD failed despite being connected with several different cables. The status led remained orange, and the home monitor could not be activated. The unit was returned for analysis.